Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. Unrelated to the complaint, investigation revealed the following issues: the battery cap was unable to attach to the pump; a test cap was used during investigation. The returned battery cap threads were found to be stripped. The keypad cover was observed to be lifted at the ok button; the keypad cover was removed and there was evidence of moisture under all button contacts and contamination under the contrast contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.